Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing, noise, and changes in the morphology measurements back in (B)(6) 2022. At the time no changes were made and the system continued to remain in service. Later in time on (B)(6) 2025, the patient received another inappropriate shock due to oversensing, noise, and low amplitude morphology measurements. Untreated episodes with these observations were also noted when reviewing s-ICD data. Troubleshooting options were provided to the field and the s-ICD remains in service. No additional adverse patient effects were reported.